Event description:
Olympus medical systems corp (omsc) was informed that during a gastroscopy with endoscopic mucosal resection using subject device, the facility found a potential for perforation in the duodenal bulb of the pt. It was also reported that the user tried to close the perforation using clips; however, a half of the perforation could not be closed with the clips due to the clips deformation and falling off. The pt was reportedly transferred to an operation room for additional laparoscopic treatment.

Manufacturer narrative:
Omsc followed up with the user facility to obtain add'l info regarding this report. The user reported that there was no perforation under laparoscopic investigation and there was no necessity to treat it. The subject device referenced in this report was not returned to omsc for eval because the facility judged that there was no abnormality in the device and the facility used continuously. This report is being submitted as a medical device report in an abundance of caution.